Manufacturer narrative:
A f/u report will be submitted, once a full eval has been conducted by sigma engineering.

Event description:
At 12:00 pm, set pump rate and volume for 4 hrs to administer naphos 12 mmol IV. At 12:30 pm, naphos IV bag was empty and the nacl bag was infusing. Pump indicated naphos 3 hrs and some mins left. As a result, naphos was administered in 30 mins instead of 4 hrs. Vital signs stable, no arrhythmias, and no redness, phlebitis, or infiltration at IV site.